Event description:
After initial umbilical site trocar was made and 5mm scope inserted into the trocar, md asked for a stat general surgeon consult. Md confirmed that the trocar had perforated into the colon. Trocar is supposed to automatically retract as it encounters pneumoperitoneum.